Manufacturer narrative:
H6 correction, codes: 213, 61 removed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shutdown unexpectedly. After pump turn back on, the screen displayed that the pump had been reset. Customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level.